Manufacturer narrative:
Part of the orbit complex std 14x30 tdl was received coiled inside of a plastic bag. The device was inspected and several kinks were noted on the hypo tube as well as it was found broken at 154.5 from proximal end of hub. The rest of the unit was not received for evaluation. The hypo-tube was inspected under microscope and it was found kinked and broken; the edge of the broken section of the hypo tube shows evidence that it was kinked before it was broken. The od from the delivery tube was measured and was found within specification. The od body fusion, support coil od and the distal fusion od cannot be measured because that part of the device was not returned for evaluation. Actual hypotube od 0.0129¿ specification: 0.0130" (+0.0000 / -0.0005). Review of DHR for lot 16096747 revealed no anomalies that can be related to the reported complaint. The failures reported by the customer that the coil stretched in the microcatheter and resistance/friction could not be evaluated due to the conditions of the received unit (just the proximal part of the device was received). The failure reported by the customer that the delivery tube separated during use was confirmed. The cause of the separated condition and the several kinks noted on the received device were apparently caused by applying excessive force on it but it could not be conclusively determined. However this defect could not be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Process and procedural factors appear to have contributed to have this damage. No corrective action will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during coil embolization of the veno-venous shunt the physician experienced resistance when pushing the orbit galaxy (638cs1430 / 16096747) coil, possibly due to the coil unraveling. The patient's vessels were not tortuous and the calcification level was unknown. A cx microcatheter (mc) akatsuki selective type and a dcs syringe ii were also used for this procedure. When the physician was pushing the reported orbit, he experienced a resistance possibly due it unraveling, but he kept pushing the coil and detached it. Then he tried to implant the additional coil (details unknown) and experienced a resistance again, so he assumed that a part of the orbit galaxy device may have separated and was left inside mc. He withdrew the additional coil once and pushed the potential remaining orbit galaxy coil in the microcatheter with a coil pusher (details unknown). He then found that the distal tip (blue part) was missing from the delivery tube of the reported orbit, and only the proximal side (silver part) remained. Since the target vessel was a vv shunt that was supposed to be embolized in first place, it was decided to leave the part of the wire inside the target vessel. The procedure was completed without further issues. The additional coil, 4 azur coils (details unknown), and 5 orbit galaxy coils (details unknown) were subsequently advanced through the same microcatheter. There was no information of whether the procedure was delayed due to the event or not. There were no patient injury/complications. The physician assumed that something wrong had happened when he experienced the first resistance and he had been pushing the blue part left in mc by the coil pusher. He also assumed that the coil had been damaged when it was being pressurized by the syringe. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the mc. There were no kinks in the mc that could have contributed to the event. The coil was not used as a guidewire to position the microcatheter. There was no flow restriction/reduction as a result. At the time of initial contact the product was available for return.